Manufacturer narrative:
An investigation is in progress to determine the cause of the event. Based on the information provided, the cause of the reported complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. The system logs for this event showed no related errors to the reported event.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation and hysterectomy surgical procedure, the patient experienced a burn at the left lateral port site that was used for the universal surgical manipulator (usm) 1. At the initial insertion of the cannula there was bleeding at the skin, that was addressed, and the port was placed with no further difficulty. There was a reported error message that occurred during the procedure from the usm1, but the usm1 continued to work with the prograsp instrument engaged the entire procedure. After the procedure was completed, while undocking the usm1 from the cannula, it was noticed the patient had experienced a burn directly at that port site, the skin was white and visibly irritated. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the site; however, as of the date of this report, no further details have been received.